Event description:
Customer reported an unexpected negative antibody screen with a patient sample containing anti-k when testing on the echo.

Manufacturer narrative:
Reactivity of the k antigen was confirmed on retention capture-r ready screen (crrs) (3), lot r039. This lot was used by the customer at the time of the event. The 3 cell testing was performed with customer's returned sample using retention crrs (3), lot r039, on an in-house echo. The sample exhibited equivocal reactivity with the k positive cell and was nonreactive with k negative cells. Manual testing was performed with the sample using retention crrs (3), lot r039. The sample exhibited weak reactivity with the k positive cell. Hemagglutination tube testing was also performed using retention panoscreen I, ii, and iii, lot 08287. Testing was performed at all phases and immuadd, lot 357005, was used as potentiator. Sample was nonreactive with the k negative cell and exhibited 1+s reactivity with k positive cells.